Manufacturer narrative:
At the time of this MDR submission, the investigation is still underway. A follow-up MDR will be submitted with the conclusions of the investigation.

Event description:
Loss of or inadequate fixation in left humerus and removal of the plate and 3 screws and trimming of the illuminoss implant was required.

Manufacturer narrative:
At the time of the original MDR submission, the investigation was still underway. This is a follow-up MDR which provides a summary of the investigation with conclusions. Investigation: a medical oversight review was held with a medical reviewer, engineering, clinical, regulatory and quality to review post op x-rays were that were provided. The medical reviewer observed that on the immediate post op ap x-ray, it looks like there is excellent positioning, however the lateral shows the screws are anterior to the implant in the humeral head. The lateral x-rays show that the majority of the screws in the humeral head do not pass through the implant, resulting in poor fixation. This patient is elderly and has poor quality bone, so the screws in the humerus head that only pass through bone and not the illuminoss implant have poor purchase. Because there is poor fixation of the screws in the humerus head the fixation of the fracture between the humerus shaft and head is insufficient. The medical reviewer stated that a proximal humerus plate fixation will often fail by the screws cutting out of the humerus head, which is what occurred in this case as evidence of the 4 month follow up x-ray. The screws are cutting out of the humerus head, causing pain anytime the patient moves her shoulder. The pain is also caused by the nonunion, in which the humerus head can move against the shaft. The revision surgery which removed the screws and plate and trimmed the illuminoss implant reduced the patient's pain because the screws which were sticking out of the humerus were removed, and the construct was no longer pulling on the humerus head. After the revision surgery, the patient was also likely immobilized in a sling or cast, and this with the hardware removal helped to relieve the majority of the patient's pain. The overall root cause of the ae was due to an insufficient initial fixation, in which most of the screws in the humeral head did not pass through the illuminoss, resulting in poor purchase due to the poor quality bone, allowing the screws to cut out of the bone resulting in pain and a nonunion. DHR review: the DHR of the device in the complaint was reviewed and found to be in specification at the time of manufacture and release. IFU review: the IFU 900356_x includes risks: as with any im fixation system or rod the following can occur: loosening, bending, cracking, fracture, or mechanical failure of the components or loss of or inadequate fixation in bone attributable to delayed union, nonunion, insufficient quantity or quality of bone, markedly unstable comminuted fractures, or insufficient initial fixation; loss of anatomic position with nonunion or malunion with rotation or angulation. The illuminoss implant is indicated for use in traumatic fragility fractures in the humerus and can be used with an FDA cleared fracture fixation to provide supplemental fixation. In the initial fixation the illuminoss was used in the humerus with a plate and screws, so the illuminoss was being used to provide supplemental fixation. The humerus, radius & ulna stg 900510_e includes instructions when using supplemental hardware, to "drill through the bone and the illuminoss implant". Potential for user error: the medical oversight review identified that the root cause was due to the placement of screws in the humerus head not passing through the illuminoss implant. The stg for humerus, radius, and ulna 900510_e states when using screws, to drill through the bone and the illuminoss implant, and in this case the screws only passed through the bone, which was poor quality, resulting in a poor fixation. Conclusion: the overall root cause of this complaint was due to an insufficient initial fixation, in which most of the screws in the humeral head did not pass through the illuminoss, resulting in poor purchase due to the poor quality bone, allowing the screws to cut out of the bone causing pain and a nonunion. The user error of not having the screws in the humerus head pass through the illuminoss implant to provide better hold, as instructed in the stg, caused the screws to cut out and the fixation to fail.

Event description:
Loss of or inadequate fixation in left humerus and removal of the plate and 3 screws and trimming of the illuminoss implant was required.